Manufacturer narrative:
((B)(4). Products not yet returned for evaluation.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 76 to 96 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 06/13/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1: lo (B)(6) 2015 04:00pm fasting:yes; 2: lo (B)(6) 2015 02:50pm fasting:yes; 3: 90mg/dl (B)(6) 2015 05:27pm fasting:yes; 4: 83mg/dl (B)(6) 2015 06:15pm fasting:yes; 5: 95mg/dl (B)(6) 2015 05:20pm fasting:no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated. The most likely underlying root cause of the malfunction was as a result of exposure to undesirable levels of humidity due to poor storage conditions.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 76 to 96 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 06/13/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.